Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned to ethicon for evaluation. One labeled winding former with a undispensed strand and one detached needle outside were received for analysis. The product code is pdp358t. Upon visual assessment of the sample, the swage and attachment area were noted to be as expected. The barrel hole was examined, and remnant of suture was observed. The sutures cannot be dispensed since have begun the degradation process this condition probably caused the detached needle. Per the sample condition, the functional test cannot be performed. The foil was not returned to analysis. The product code pdp358t contains an absorbable suture. As the sample was received open, the time of exposure to the environment could not be determined and the functional test could not be performed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. No conclusion could be reached as to what may have caused the reported incident. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. The manufacturing records could not be reviewed as the batch/lot number is unknown.

Event description:
It was reported that a patient underwent an arthroplasty procedure on (B)(6) 2024 and suture was used. Before use on the patient, it was reported that the problem of pulling off suture needle had happened in the newly dispensed suture when it was opened to prepare for surgery. Changed another one to complete the surgery. Upon visual assessment of the sample, the swage and attachment area were noted to be as expected. The barrel hole was examined, and remnant of suture was observed. The sutures cannot be dispensed since have begun the degradation process this condition probably caused the detached needle. No additional information could be provided. The lot of the ip is unavailable. There were no adverse consequences reported. Additional information was requested.